Event description:
Baxter received a report that an intermate had a reservoir rupture during infusion. The device was filled with a 200-ml solution of cephapime and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The exact root cause of the reported condition was not determined. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received nine companion samples and one actual sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a footed position. Therefore, the reported condition of a ruptured reservoir was confirmed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on this unit. Subsequently, a functional test was performed on the nine companion samples by filling each with 255 ml of saline solution. During and after fill, no evidence of rupture was noted. However, towards the end of the test, one companion sample ruptured. Report # 6000001-2012-08685 was submitted to address the companion sample's rupture condition. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This information was inadvertently omitted from the previous medwatches.